Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention may be pending to address this issue.

Event description:
Follow up indicated that the patient had a pocket revision performed on (B)(6) 2019 wherein the ipg pocket was relocated, resolving the issue.